Event description:
After opening the product into the sterile field it was identified that the packaging did not have a sterility date on the label. Further investigation from the staff found that the label stated non-sterile, which conflicted with additional labeling on the outer box. The product was not used and another device was used instead. There were no more of this part and lot number at the hospital. All like inventory at the hospital was found to be labeled as sterile. Device was not returned to pioneer surgical, but rather was discarded at the hospital.

Manufacturer narrative:
Since the device was not returned to pioneer surgical, but rather discarded at the hosp. Pioneer surgical was unable to confirm this complaint. The DHR confirmed that the device was gamma irradiated and that the label examples that were attached to this DHR were found to be correctly listing the device as sterile. No more of this device part and lot number were found at the hosp or in inventory at pioneer surgical. (B)(4).